Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in air/water cylinder(tube). There was no patient involvement.